Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, following the first pass of the needle into the lesion, the handle of the needle separated completely from the rest of the device when the physician tried to lock the handle at "0". The device was used in the patient, but did not result in any serious injury. Surgical time was not delayed by more than 30 minutes.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: one used device was received for evaluation. The visual inspection found the middle handle member had separated from the handle. The root cause of the observed condition was determined to be a result of the inner handle member missing adhesive. This issue has been brought to the attention of the appropriate manufacturing personnel and an action has been initiated in order to prevent this condition from recurring. Should we receive additional information a supplemental will be filed at that time.